Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The reported issue appears to have been resolved onsite by opening and closing the gantry door. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while using the imaging system during a spinal fusion procedure, the rotor would not change from anterior posterior (ap) to lateral. A framerate error message appeared on the screen. During troubleshooting, they opened the gantry and closed it, and were able to switch to lateral and then take the 3d spin, thereby resolving the issue. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than five minutes due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).